Manufacturer narrative:
Original submission failed acknowledgement 3 (ack3) and was not realized until may 2021. Mesa worked with the esg help desk. .

Event description:
Potential user evaluating accula sars-cov-2 test obtained four negative results on samples that were symptomatic. Patient #1: sample was collected and test performed on (B)(6) 2020 using accula sars-cov-2. The sample sent out to (B)(6) medical center was collected on (B)(6) 2020 and stored using vtm. The test was performed using bd max sars-cov-2 assay on (B)(6) 2020 and produced positive result. Patient #2: sample was collected and test performed on (B)(6) 2020 using accula sars-cov-2. The sample sent out to (B)(6) medical center was collected on (B)(6) 2020 and stored using vtm. The test was performed using cepheid on (B)(6) 2020 and produced positive result. Patient #3: sample was collected and test performed on (B)(6) 2020 using accula sars-cov-2. The sample sent out to (B)(6) medical center was collected on (B)(6) 2020 and stored using vtm. The test was performed using bd max sars-cov-2 assay on (B)(6) 2020 and produced positive result. Patient #4: sample was collected and test performed on (B)(6) 2020 using accula sars-cov-2. The sample sent out to (B)(6) medical center was collected on (B)(6) 2020 and stored using vtm. The test was performed using bd max sars-cov-2 assay on (B)(6) 2020 and produced positive result. Patient information is not applicable to this report. The device was being evaluated by the user by comparing to other lab methods. Accula test results were not reported to patients or used for patient treatment. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufacture and qc results from the same lot were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.